Event description:
Split of blue hub of "venous" limb of vascular catheter that was returned. "Split" occurred after accessing port 2 times only. Potential for air entry. No other information provided at time of initial report.